Event description:
It was reported that the connector for air hose was found loose. No patient injury. No additional information is available.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). The product was returned for evaluation. All labels were still intact. Visual testing and functional testing were performed. There is no abnormality in the appearance of the main body except for the looseness of the supply gas inlet. The evaluation confirmed that inlet connector is loose and supply gas is leaking. The technician tightened the inlet connector with the specified torque value. The root cause of the reported issue was undetermined.